Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump not working as expected. The device was explanted and replaced. No further details were provided in relation to the event.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ms pump was visually inspected, and underwent leak and functional testing. Visual inspection found that the kink resistant tubing (krt) was worn to the filament. The pump did not pass activation testing. Both cylinders were visually inspected, and leak tested. Both cylinders had wear at fold in the distal, middle and proximal areas of the cylinder. They both had a hole, with a resultant leak, in the proximal end, consistent with sharp instrument damage. Based on the information available and analysis results, the pump not passing activation testing could have caused or contributed to the reported clinical observation. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump not working as expected. No further information was provided.